Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the avalon fm50 fetal monitor was wrongly tracing a heart rate, and recorded a heart rate last night on a baby that had been born deceased.